Event description:
The customer reported to olympus that the video cable was crushed on the visera rhino-laryngo videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter adheres to the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the bending section cover and the adhesive on the bending section cover both has foreign objects. Additional evaluation findings were as follows: due to damage on charge-coupled device unit, a noise image occurs, due to damage on charge-coupled device (ccd) unit, the image disappears during angulation in up/down directions, the adhesive on bending section cover has foreign objects, the adhesive on bending section cover has a chip, the connecting tube has a dent, the connecting tube has coating peeling, the connecting tube has a wrinkle, the electrical contact of video connector is shaved, the universal cord, video cable both has a dent, the universal cord, the video cable, both has a scratch, and due to wear of angle wire, bending angle in up direction does not meet the standard value. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿·chapter 7 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor the field performance of this device.